Event description:
As reported, approximately six years post initial left tha, the female patient had a revision for an unknown reason. No additional information available.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(4), novation element ro s/o col sz 9 (cat# 164-13-09 / serial# (B)(4), integrip cc, cluster 48mm, g1 (cat# 186-01-48 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received. (H3) the 72 year old female patient involved was reported as revision due to early prosthesis wear and osteolysis approximately 4 years after the index surgery. The prosthesis wear and osteolysis was able to be confirmed from the provided radiograph. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear/osteolysis in is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). Section (h9): z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.